Event description:
It was reported that the customer had accidentally fallen and the pump had some rock chips and a puncture. Customer's mother stated that the customer tripped and fell, which damaged the face of the pump and the pump's screen. Customer can read the screen and the pump is functioning as designed. Customer's blood glucose level was 117 mg/dl. Customer's mother stated that the customer was in the hospital due to kidney problems and her sugars were off due to the antibiotics. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.